Event description:
On 6/17/06 respiratory director, john hill, stated that the patient was in the facility for a post procedure (he would not provide details on what the post procedure was), that is when the patient had arrested, which initiated the use of the resuscitator bag. They realized the cap was on, they took the cap off and kept trying to resuscitate. They did not utilize another bag during the event. The patient was then placed on ECMO. John hill stated that the patient expired 6/6/06. They had tried to take the patient off of ECMO and were unsuccessful.

Manufacturer narrative:
When inquired of the patient's original diagnosis, john hill was unable to share this information. The resuscitator bag is unavailable to return.

Event description:
A nellcor product manager received a report from the respiratory director at the facility, that the cap was taken off the 22mm side of the plmc resuscitator bag and clamped over the pressure limiting valve. This caused an effect in the peak inspiratory becoming too high with no relief. The patient suffered bilateral pneumothorax. The child is now on the bcmo (extra corporeal membrane oxygenation). The facility recognizes this as user error.